Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm occurred. Reportedly, the customer had followed the prompts during the load sequence. Reportedly, customer reloaded the cartridge to resolve the issue. There was no reported adverse impact to customer's blood glucose level.